Manufacturer narrative:
Reporter's number (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from netherlands that during service and evaluation, it was determined that the locking components on the motor device were damaged, there was a small hole in the hose and the locking components, hose and elementary parts were worn. It was further determined that the device failed pretest for safety, oil leak, rotational speed and visual. It was noted in the service order that the device was unable to attach. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.